Event description:
In 2009, the lay user / pt contacted lifescan (lfs) alleging that the code number would not appear on her onetouch ultra meter. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist was unable to reach the pt by phone. The pt reported that the alleged issue began approximately 2 weeks prior to contacting lfs. The cca noted that the pt manages her diabetes with insulin (no adjustment). As a result of the alleged meter issue, the pt claimed she took a decreased dose of her medication. On an unspecified date/time, after the issue began, the pt claimed she felt dizzy and her hands shaky. The pt denied receiving medical treatment. At the time of troubleshooting, the cca noted that the pt was manually powering the subject meter on. The alleged issue was resolved with training. Replacement product was sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.